Manufacturer narrative:
Preliminary analysis of the returned lead confirmed the reported blood infiltration through a glue site under the proximal electrode.

Event description:
Reportedly, during a pacemaker implantation procedure that occurred on (B)(6) 2017, the subject lead was inserted into the patient¿s body via a sheath and the lead tip was positioned at the ventricular septum using two types of curved stylets. As satisfactory lead measurements (all of the r-wave amplitude, the ventricular threshold, and the ventricular lead impedance) were obtained by a pacing system analyzer from the site where the lead tip was positioned, the physician intended to fix the helix in the cardiac muscle. Then, it was noticed that blood had infiltrated into the lumen in the proximal area of the lead (i.e. The part that was out from the proximal end of the sheath). The subject lead was then extracted from the patient¿s body, and it was confirmed that blood had infiltrated inside the insulation in the area more proximal than the anode ring. The use of this lead was thus discontinued. After a new ventricular lead was implanted, the pacemaker implantation procedure was completed. No blood infiltration was observed with the new lead.

Event description:
Reportedly, during a pacemaker implantation procedure that occurred on (B)(6) 2017, the subject lead was inserted into the patient¿s body via a sheath and the lead tip was positioned at the ventricular septum using two types of curved stylets. As satisfactory lead measurements (all of the r-wave amplitude, the ventricular threshold, and the ventricular lead impedance) were obtained by a pacing system analyzer from the site where the lead tip was positioned, the physician intended to fix the helix in the cardiac muscle. Then, it was noticed that blood had infiltrated into the lumen in the proximal area of the lead (i.e. The part that was out from the proximal end of the sheath). The subject lead was then extracted from the patient¿s body, and it was confirmed that blood had infiltrated inside the insulation in the area more proximal than the anode ring. The use of this lead was thus discontinued. After a new ventricular lead was implanted, the pacemaker implantation procedure was completed. No blood infiltration was observed with the new lead. Preliminary analysis of the returned lead confirmed the reported blood infiltration through a glue site under the proximal electrode.

Event description:
Reportedly, during a pacemaker implantation procedure that occurred on (B)(6) 2017, the subject lead was inserted into the patient¿s body via a sheath and the lead tip was positioned at the ventricular septum using two types of curved stylets. As satisfactory lead measurements (all of the r-wave amplitude, the ventricular threshold, and the ventricular lead impedance) were obtained by a pacing system analyzer from the site where the lead tip was positioned, the physician intended to fix the helix in the cardiac muscle. Then, it was noticed that blood had infiltrated into the lumen in the proximal area of the lead (i.e. The part that was out from the proximal end of the sheath). The subject lead was then extracted from the patient¿s body, and it was confirmed that blood had infiltrated inside the insulation in the area more proximal than the anode ring. The use of this lead was thus discontinued. After a new ventricular lead was implanted, the pacemaker implantation procedure was completed. No blood infiltration was observed with the new lead.